Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had no or intermittent button response. Customer's blood glucose reading was noted to be 159 mg/dl. Customer was advised to revert to a back up plan and the insulin pump is being replaced.

Manufacturer narrative:
All buttons functioned properly. No damage in the keypad assembly was noted. No unlocked keypad connector during visual inspection. The pump passed the leak test. The pump was received with a scratched case, a pillowing keypad overlay and minor scratches on the lcd window.